Event description:
During left ventricular (lv) lead implant, the stylet was unable to be removed from the lv lead. A new lead was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the reported event that the stylet could not be removed was not confirmed. As received, a complete lead was returned in one piece. A guidewire or stylet was not returned with the lead. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly which is consistent with procedural damage. Ptfe coating of the stylet was found bunched up inside the inner coil distal to the connector pin. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.